Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests, however the ventricular encoder nut was loose. Analysis found the output connector assembly was broken. Analysis also found the display wire was pinched and the insulation was compromised. One case screw was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) ventricular output switch was defective. The epg was returned for repair. No patient complications have been reported as a result of this event.